Event description:
I went to the office to have the essure placed in my tubes. They had complications due to the on essure applicator opened up while in my tube but would not release the spring causing extreme pain. The doctor had to pull the springs that had opened up out which caused a lot of pain bleeding and collapsed my tube. I had to wait a couple weeks for it to heal and go back and have it down in the operating room. I had to be put to sleep and still was unable to have the essure placed into the tube that was damaged. I had to get my tubes cut and tied due to the malfunction of the implant. This caused more time off from work double bills and a lot of pain and excessive bleeding. I do not recommend to anyone.